Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted pacemaker, tested positive for a blood related infection: the entire system had been explanted. No return of product is expected and no other adverse patient effects were reported. A new system was implanted on the opposite side.